Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse decontaminated the system and replaced parts. The fse verified system is operational. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. The physician questioned the result. Repeat testing was performed and the results were negative. Patient release from the hospital was delayed due to the false positive results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.